Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A bluetooth pairing test was performed and passed. A functional test was performed and passed. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and app were unable to establish a connection. The reported event of a transmitter issue is reportable based on the finding of a loss of connection over an hour. No injury or medical intervention was reported.